Event description:
After painful trial was amazed, it took all arm pain away. Sat up and immediately nauseated, and bad pinching across lower part of neck out to shoulder blade. They were told but they never heard of that, but pinching could be tight muscle. Loved the stimulation, but nausea and feeling my esophagus, pushed letting terrible gas come up. Went 2 days later to have taken out as symptoms were worse. The rep was there and again I said I loved stm. I had breathing problem, I was dizzy and still nauseated plus my back was red as fire and whelped. She never heard of that. The dr who took it out said I would have to talk to dr who put it in about my problems. I called spine center who did implant for days trying to get help, but their answer was not related. Told to go to gp dr which I did and he said, go back to them for f/u. Was having severe muscle spasms at this point, worst from upper back down to just below right breast about 3 ribs down to abdomen. This went on until june and I went to ER for breathing problem and 1 leg weakness. They checked out major things like heart, clots etc., and called spine center and got me into see pain group doctors. Finally 7 months later, no better just worsening neck and shoulder pain plus large abdomen and breathing problem still with burning pain down into chest now. I have had every medical issue checked out. Heart, blood work, gastro, lungs (for cancer) etc. Last night I had 3rd MRI, showed nothing, but dr said, you have had everything checked out, you need to call these people to help you tomorrow. I had already done that, can't see me for another 26 days, go to ER. I feel tightness in vertebrae which makes my esophagus feel like it is getting tight, or maybe this has moved or shrunk, don't know what has happened to me. I never had back or neck or breathing problem before. I feel somehow this happened during scs trial implant. The reason you don't get adverse report is they never will acknowledge that, until maybe everyone can afford to get court judgement/against them.